Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 41 mg/dl and a sugar drink was consumed to address bg. Low bg was due to the pump settings (basal rate, correction factor and carbohydrate ratio) needing to be adjusted. The customer discussed the settings with a healthcare provider and the settings were adjusted.